Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during initial drain. The hp said that the alarm had happened 4 times that night and that she wanted to swap the hc. Baxter product surveillance contacted the registered nurse on (B)(6) 2011. She stated that she was aware that the patient had had these alarms. The patient reported to the nurse that her supplies were fine and that the homechoice was the problem. There were no allegations made against the cassette or bags. There were no adverse effects reported in relation to the alarm, and the patient was continuing therapy. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem could not be confirmed. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Per the customer the sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.